Manufacturer narrative:
Additional information was received on (B)(6) 2019. When the device was explanted, bilateral prosthesis replacement with 300cc mentor memorygel breast implants was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 05/21/2019. The device is scheduled to be explanted on (B)(6) 2019. 2. Is other serious-uncheck. 2. Is required intervention-check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4) on (B)(6) 2019, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 7/2/2019. Device evaluation summary: according to the reported information a deflation of the breast implant occurred. The analysis results show that the device appeared intact. Leak testing revealed there was leakage from the valve. A tear measuring 0.1 cm was detected on the anterior view. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures, as this can result in rupture. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The instructions for use states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage. However, this cannot be conclusively determined. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture concomitant products: mentor smooth round moderate profile 250cc saline prosthesis, catalog #3501635, lot #218223. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 250cc saline prosthesis experienced right sided deflation post procedure. The deflation was diagnosed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.